Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
This is a summary of the published article titled ¿right anterior mini-thoracotomy for isolated aortic valve replacement: an international and multicenter study¿ by ali fatehi hassanabad et al. The publication describes a retrospective, international, multicenter observational study evaluating perioperative outcomes associated with the use of a right anterior mini-thoracotomy (ramt) surgical approach for isolated aortic valve replacement (avr). The study population included 716 consecutive patients who underwent first-time, isolated ramt avr at six clinical centers in north america and europe between january 1, 2012, and december 31, 2024, with outcomes assessed through 30 days post-procedure. The following adverse events and safety outcomes were reported: 30-day mortality: 6/716 patients (0.84%). Disabling (debilitating) stroke: 3/716 patients (0.42%). Any neurologic event (disabling stroke, non-disabling stroke, transient ischemic attack, or seizure): 23/716 patients (3.2%). Emergent reoperation for bleeding: 13/716 patients (1.82%). Transfusion of blood products: 45/716 patients (6.28%). New-onset postoperative atrial fibrillation: 130/716 patients (18.16%). Permanent pacemaker implantation (overall): 57/716 patients (7.96%). After sutureless or rapid-deployment valve implantation: 39/716 (5.45%). Excluding sutureless or rapid-deployment valves (sutured valves): 18/716 (2.51%). Conversion to sternotomy: 14/716 patients (1.96%). Paravalvular leak: trace in 709/716 patients (99.02%); mild in 7/716 patients (0.98%). Multiple valve types were used during the reported procedures, including sutureless/rapid-deployment bioprosthetic valves, sutured bioprosthetic valves, and mechanical prosthetic valves, including the on-x aortic valve. Conclusion: clinical outcomes and adverse events were reported in aggregate across all valve types and participating centers. The article does not provide device-specific outcome data, identify device malfunction, or attribute any reported adverse events to the on-x aortic valve or any other individual medical device. No device-specific causal relationship or root cause analysis was presented. The publication provides literature-based safety and outcome data related to the surgical approach and associated perioperative events. This investigation concerns on-x aortic heart valves with unknown configurations and serial numbers. The allegation indicates that the valves may be related to the following adverse events reported in the article: death, neurologic events, bleeding, paravalvular leak (pvl), and reoperation.

Manufacturer narrative:
This is a summary of the published article titled ¿right anterior mini-thoracotomy for isolated aortic valve replacement: an international and multicenter study¿ by ali fatehi hassanabad et al. The publication describes a retrospective, international, multicenter observational study evaluating perioperative outcomes associated with the use of a right anterior mini-thoracotomy (ramt) surgical approach for isolated aortic valve replacement (avr). The study population included 716 consecutive patients who underwent first-time, isolated ramt avr at six clinical centers in north america and europe between january 1, 2012, and december 31, 2024, with outcomes assessed through 30 days post-procedure. The following adverse events and safety outcomes were reported: 30-day mortality: 6/716 patients (0.84%) disabling (debilitating) stroke: 3/716 patients (0.42%) any neurologic event (disabling stroke, non-disabling stroke, transient ischemic attack, or seizure): 23/716 patients (3.2%) emergent reoperation for bleeding: 13/716 patients (1.82%) transfusion of blood products: 45/716 patients (6.28%) new-onset postoperative atrial fibrillation: 130/716 patients (18.16%) permanent pacemaker implantation (overall): 57/716 patients (7.96%) after sutureless or rapid-deployment valve implantation: 39/716 (5.45%) excluding sutureless or rapid-deployment valves (sutured valves): 18/716 (2.51%) conversion to sternotomy: 14/716 patients (1.96%) paravalvular leak: trace in 709/716 patients (99.02%); mild in 7/716 patients (0.98%) multiple valve types were used during the reported procedures, including sutureless/rapid-deployment bioprosthetic valves, sutured bioprosthetic valves, and mechanical prosthetic valves, including the on-x aortic valve. Conclusion: clinical outcomes and adverse events were reported in aggregate across all valve types and participating centers. The article does not provide device-specific outcome data, identify device malfunction, or attribute any reported adverse events to the on-x aortic valve or any other individual medical device. No device-specific causal relationship or root cause analysis was presented. The publication provides literature-based safety and outcome data related to the surgical approach and associated perioperative events. This investigation concerns on-x aortic heart valves with unknown configurations and serial numbers. The allegation indicates that the valves may be related to the following adverse events reported in the article: death, neurologic events, bleeding, paravalvular leak (pvl), and reoperation. A review of manufacturing records could not be performed as a definitive lot/serial number was not provided by the complainant. The reported information was evaluated by designated experts following standard internal processes. The publication ¿right anterior mini-thoracotomy for isolated aortic valve replacement: an international and multicenter study¿ by fatehi hassanabad et al., published in 2025. This study presents data from a retrospective, multicenter cohort of patients undergoing isolated aortic valve replacement (avr) via a right anterior mini-thoracotomy (ramt) approach. Data were collected from six centers across the united states, canada, and europe between january 2012 and december 2024. Inclusion criteria consisted of consecutive, first-time patients undergoing isolated avr via ramt. Patients were excluded if they had undergone prior sternotomy or right thoracotomy, had previous coronary bypass grafts, or required concomitant cardiac procedures. A total of 716 patients were included in the study. The mean age of the cohort was 68.1 ± 10.7 years, and 59.8% of patients were male. The majority of patients (93.4%) had severe aortic stenosis. The mean euroscore ii was reported as 1.43 ± 1.09, indicating a predominantly low-risk surgical population. Primary outcomes were death and disabling stroke within 30 days of surgery. Secondary outcomes included operative times, conversion to sternotomy, prosthetic valve type, paravalvular leak, permanent pacemaker implantation, postoperative atrial fibrillation, blood transfusion, and intensive care unit and hospital length of stay. Six patients (0.84%) died within 30 days of surgery, and three patients (0.42%) experienced a disabling stroke. Neurologic events without residual deficit occurred in 3.2% of patients. Thirteen patients (1.82%) required emergent reoperation for bleeding, and 45 patients (6.28%) received transfused blood products. Postoperative atrial fibrillation occurred in 130 patients (18.2%). A total of 57 patients (7.96%) required permanent pacemaker implantation. When excluding patients receiving suture less or rapid-deployment valves, the incidence of permanent pacemaker implantation was reported as 2.51%. Mechanical prosthetic valves were implanted in 53 patients (7.4%), including 36 patients (5.03%) who received on-x mechanical valves. Sutured and suture less bioprosthetic valves accounted for the remainder of implanted prostheses. Intraoperative outcomes demonstrated a mean cardiopulmonary bypass time of 91.0 ± 38.1 minutes and a mean aortic cross-clamp time of 68.7 ± 28.7 minutes. Conversion to sternotomy occurred in 14 patients (1.96%). Mild paravalvular leak was reported in 0.98% of patients, with no cases of moderate or severe paravalvular leak. The authors conclude that isolated avr performed via a ramt approach is safe and feasible, with low rates of mortality, stroke, transfusion, and pacemaker implantation across multiple international centers. The clinical events reported in this publication, including mortality, stroke, bleeding, pacemaker implantation, atrial fibrillation, reoperation, and paravalvular leak, are known and identified risks associated with surgical aortic valve replacement and mechanical heart valve implantation, and are described in the applicable on-x heart valve instructions for use (IFU). Clinical events reported in this publication were presented for the overall study cohort and were not stratified by prosthetic valve type. As such, the specific device association for reported clinical events, including mechanical valves and on-x valves, cannot be determined from the published data. The outcomes reported in this multicenter publication demonstrate low rates of mortality, stroke, and valve-related complications following isolated aortic valve replacement performed via a right anterior mini-thoracotomy approach. While the study does not report late linearized event rates stratified by mechanical or on-x valves to permit formal comparison to iso 5840-2:2021 objective performance criteria, the published data is consistent with the expected clinical profile of surgical mechanical aortic valve replacement within the limitations of the study design. The findings do not indicate an increased clinical risk associated with mechanical aortic valve implantation, including on-x valves. No further action is required without further information. The reported information was assessed in accordance with established risk management procedures. The publication ¿right anterior mini-thoracotomy for isolated aortic valve replacement: an international and multicenter study¿ by fatehi hassanabad et al., published in 2025, is reviewed here. This study presents data from a retrospective, multicenter cohort of patients undergoing isolated aortic valve replacement (avr) via a right anterior mini-thoracotomy (ramt) approach. Data were collected from six centers across the united states, canada, and europe between january 2012 and december 2024. Inclusion criteria consisted of consecutive, first-time patients undergoing isolated avr via ramt. Patients were excluded if they had undergone prior sternotomy or right thoracotomy, had previous coronary bypass grafts, or required concomitant cardiac procedures. A total of 716 patients were included in the study. Primary outcomes were death and disabling stroke within 30 days of surgery. Secondary outcomes included operative times, conversion to sternotomy, prosthetic valve type, paravalvular leak, permanent pacemaker implantation, postoperative atrial fibrillation, blood transfusion, and intensive care unit and hospital length of stay. The authors conclude that isolated avr performed via a ramt approach is safe and feasible, with low rates of mortality, stroke, transfusion, and pacemaker implantation across multiple international centers. The clinical events reported in this publication, including mortality, stroke, bleeding, pacemaker implantation, atrial fibrillation, reoperation, and paravalvular leak, are known and identified risks associated with surgical aortic valve replacement and mechanical heart valve implantation, and are described in the applicable on-x heart valve instructions for use (IFU). Clinical events reported in this publication were presented for the overall study cohort and were not stratified by prosthetic valve type. As such, the specific device association for reported clinical events, including mechanical valves and on-x valves, cannot be determined from the published data. The outcomes reported in this multicenter publication demonstrate low rates of mortality, stroke, and valve-related complications following isolated aortic valve replacement performed via a right anterior mini-thoracotomy approach. While the study does not report late linearized event rates stratified by mechanical or on-x valves to permit formal comparison to iso 5840-2:2021 objective performance criteria, the published data is consistent with the expected clinical profile of surgical mechanical aortic valve replacement within the limitations of the study design. The study findings do not indicate an increased clinical risk associated with mechanical aortic valve implantation, including on-x valves. Severity and occurrence is not evaluated. No further action is required without additional information. Based on the limited information, a definitive root cause for the reported outcome could not be determined; however, the absence of aspirin at the onset of both ischemic events could have been a precipitating factor for the development of thromboembolism. There is no indication that an error or deficiency occurred at artivion and the IFU adequately communicates risk; therefore a CAPA evaluation is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. No actions are required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.